Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7096649.

Event description:
It was reported that patient was no longer getting adequate pain relief due to lead migration. The patient underwent a revision procedure wherein a clik anchor was added and the lead was adjusted. The patient was doing well post-operatively.